Manufacturer narrative:
Product event summary: the pscc100 pulsed field ablation (pfa) catheter with lot number 0012284744, and log files were returned and analyzed. Review of log files for the reported event date was performed. Log files showed 426 pulse trains were delivered using catheter pscc100/0012284744-059; error #2000 (catheter electrical current error) was triggered multiple times) was received. Another error message (catheter electrical current error¿ terminates therapy delivery due to overcurrent readings exceeding the max amperage of 42a) was also received. Log files showed 164 pulse trains were delivered using catheter pscc100/0012284744-094 without triggering any system error. Visual inspection was performed. The spiral array was inverted and kinked near electrodes. Also, steering function could not be performed due to the anomaly it was received in. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Unable to perform compatibility testing with a test sheath due to the anomaly. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at both the distal end near the tip of the catheter and the proximal end inside the dual lumen. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the pfa catheter failed the returned product inspection due to an inverted spiral array and a kinked pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an error message was received indicating that there was an electrical current error. The catheter cable was replaced and the generator was rebooted without resolution. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.